Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. All records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. It could not conclusively specify the root cause of the suggested event. Based on the results of the investigation, it was confirmed that there was no adhesive in the position where adhesive should have been applied. Review of the DHR confirmed that the subject device was shipped as a good product meeting its specifications. It was confirmed that the subject device had repair history in february 2021 however, the repair conducted is not related to this reported phenomenon. It was confirmed from the device image that there were scratches around the area pointed out. It is therefore, cannot rule out the possibility that some kind of external force was applied to the relevant part. IFU (instruction for use) states as follows: inspection of the endoscope. 3. Inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches,holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. Olympus will continue to monitor complaints for this device.

Event description:
As reported, leak, during wet leak test bubbles were noted coming out at the distal end. The issue found during reprocessing. There is no patient involvement on this reported event. No user injury reported. Device return evaluation found missing glue around the forceps cover , peeling of glue from the pink probe and c-body bending section.

Manufacturer narrative:
The subject device was received and evaluated. Inspection found missing glue around the forceps cover, between the probe and the c-body, on probe screws, and on the edge of the pink probe. Leaking and peeling were observed on ¿a-rubber¿ and mouthpiece was observed to be loose. Scratches were observed on the control knob not exposing the metal. The control knob was found loose. Investigation is ongoing. This report will be supplemented accordingly following investigation.